Manufacturer narrative:
Other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. The positioning sensor unit (psu) was returned to the manufacturer for analysis. Analysis found that the right detector lens had been cracked. The medtronic representative was unable to run an accuracy test (aak) due to the damage. Analysis found that the reported event was related to physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that one of the camera lens was physically damaged. The camera was not functional as it did not see the instruments properly. There was no patient present when this issue was identified.